Manufacturer narrative:
It is assumed that the d4.5 size screw was inserted into the sacrum, which received a lot of load, and was broken. The specific lot number and part number of the supicious screw has not been confirmed, but the screw diameter was confirmed as 4.5mm. (D4.5) according to the surgical technique provided to surgeon, there is a note "do not use a screw that is smaller diameter than the 7.0mm screw for the sacrum". We've re-informed the distributor and surgeon to proper way to use it. (B)(6) 2022. According to the surgeon, the patient has no spinal instability, and there is no disc migration. The patient is doing fine with no pain and is healing well. We will continue to monitor the patient afterwards to see any contributing changes.

Event description:
A female patient had surgery to insert 4 anax 5.5 CT screws into l5-s1 on (B)(6) 2022. The surgeon found out that the screw in s1 was broken on (B)(6) 2022 after reviewing the x-ray.